Event description:
Blood to air leak noted on the metal cooling portion of the cardioplegia delivery unit. Small hole noted in coil. When pressure applied small blood leak noted. Product is used for cardiopulmonary bypass procedure and was used on a urgent open heart surgery procedure. No apparent sequelea to pt noted at the time or 3 days post-op. Expiration date 02/00.